Event description:
It was reported that a patient with a vertebral compression fracture underwent a balloon kyphoplasty procedure at l5. Post-op CT imaging confirmed cement extravasation at l5 laterally in left pedicle near iliac vein. Patient is asymptomatic.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.